Manufacturer narrative:
The reported event was confirmed based on the review of the archive data retrieved from the autopulse platform (sn (B)(4)); however, the reported event was not reproduced during functional testing of the platform. A probable root cause was attributed to a loose battery connection. Review of the archive data retrieved from the platform indicated multiple battery lost messages and platform shutting off near the reported event date. This event is indicative of a loose battery connection inside the platform. The platform was functionally tested and the reported event was not able to be reproduced. No functional issues were observed during testing. To prevent the occurrence of the reported issue, the internal cables to the processor board were reseated, and the battery springs, battery clip, and power distribution board were all checked and found no issues. The platform passed all final testing criteria and was recertified for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The autopulse platform is a reusable device and was manufactured on 31 may 2012 and therefore the battery cable can get loose due to normal wear and tear. Additionally, the autopulse is intended to be used as an adjunct to manual CPR. In case of stoppage, the autopulse reverts to manual CPR. The transition from autopulse to manual CPR is similar to the time necessary for rescuer rotation, and would present the same workflow as manual CPR.

Event description:
It was reported that during patient use, the autopulse platform (sn (B)(4)) was displaying a straight line flash across the screen. During this period, the normal display messages were not visible for approximately 2 to 3 seconds. The user had to re-size the lifeband (the user pushed the green button until it would re-tighten and re-initiate compression) and following this, the user was able to view the display screen clearly and the platform worked normally. The user performed manual CPR during troubleshooting step and stated that the issue caused a delay in performing CPR. No known patient consequence was reported. No further information was provided.